Event description:
It was reported that the implantable cardiac monitor exhibited inappropriate undersensing leading to asystole events. The ventricular sensitivity was reprogrammed and the patient would be monitored.